Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed - unknown - "I met mr (B)(6) this morning to discuss our trocars. Mr (B)(6) really likes our trocars as he has used them for a number of years. He had one concern regarding the rubber on the double duct bill on the inside of the seal housing unit. Where the instruments enter and exit. Last week during a procedure, bits of the rubber came away and fell into the patient. Mr (B)(6) had to remove the pieces of rubber. It happened whilst using harmonic instruments but doesn't think it was the harmonic. He mentioned it has happened a couple of times. I have asked him let me know when it happens again and keep the trocar to one side we can arrange for the trocar to be tested. He is happy with that." "I spoke with the surgeon today and he informed me about this as it came to mind. The incident actually happened last week and so he doesn't have a lot of detail for me. He will inform me next time if it happens again and keep the trocar to one side. I wanted to make you aware of it in case there have been other similar reports and (should it be the case) that the rubber should not be breaking off." Patient status: "fine" additional information received via email (B)(6) 2016: "?sorry, I've been in theatres everyday with very little time to call. I'm a little confused about the questions being asked. The notes in the cer mention the use of the harmonic instrument and the rubber on the double duct bill came off which is part of the seal housing unit. I'm afraid that's all I know based on my conversation with the surgeon. What I found interesting is that he said this has happened to other trocars (not just applied medical) in the past. It may beg the question whether the harmonic instrument may cause this due to its heat."

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause of the incident could not be determined, applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.